Event description:
A customer contacted technical service center regarding smoke coming from the home choice (hc) during set up. The technical service representative (tsr) arranged to have the hc swapped. No patient injury or medical intervention was indicated at the time of the initial report.